Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified the case was chipped. Technical visual inspection identified a bad battery door connector. Device evaluation found that the syringe pump motor was bad. The syringe pump motor and battery door assembly were replaced and the device tested to OEM specifications. The root cause for the reported failures was determined to be the aged parts that were replaced. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device was alarming. There was extra tension on the pump arm depressing the syringe plunger. The motor was making noise and it was using excessive amounts of batteries. There was no reported patient harm. No additional information was available.